Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost and cable unit was depressed. Based on the results of the investigation, and since the customer reported malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Due to poor water-tightness of cable unit, water tightness is lost. A definitive root cause could not be identified for the depressed cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had stripes in the image. There were no reports of patient harm.